Event description:
Philips received a complaint on the efficia dfm100 indicating that the battery was malfunctioning. The biomed worked with the rse. The battery was failing testing. The battery to be replaced by the customer. The system meets the specification for the performed service and is returned to use. No further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.